Event description:
It was reported that during the implant procedure, the right ventricular lead exhibited intermittent loss of capture. The patient experienced syncope. The lead was repositioned from a mid septal to a high septal position and was implanted.